Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on an unknown date for an unknown reason and passed away in the hospital. The cause of death was unknown. It was unknown if pd therapy was ongoing up until the time of death. It was unknown if the patient was connected to the homechoice cycler at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal/external inspection was performed with no abnormalities noted. The homechoice device was determined to meet functional performance specification requirements per returned instrument testing evaluation (rite) testing. The device passed all check and calibration tests successfully during service and a short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).